Event description:
The dental implant fx3610swc was removed on (B)(6) 2018 due to failure to osseointegrate 2 months and 24 days after implantation. The doctor noted periodontal disease during surgery. The patient has hypertension and is a tobacco user. The patient has recovered without complications.